Manufacturer narrative:
The reported complaint of "leaking cool line catheter (lot # 150341)" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed in the middle of the distal balloon during the functional in/out lumen test. The probable root cause of the pinhole leak was a latent material defect. Upon visual inspection, no physical damage was observed on the returned catheter. Dried blood residue was observed on the catheter balloons and inside the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luers due to blood clogging the lines. During the in/out lumen test, a pinhole leak was observed in the middle of the distal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for cool line catheter with lot number 150341.

Event description:
A patient with subarachnoid hemorrhage (sah) was admitted for ivtm treatment. A cool line catheter was smoothly inserted and secured in the patient's right internal jugular vein. Seven days after the initiation of the treatment, the catheter was replaced with another cool line catheter (lot # 150341), which was smoothly inserted into the patient's left internal jugular vein. Several hours later, the thermogard system displayed an "air trap" alarm and a large amount of backflow of blood was observed. Blood was suctioned from the in luer to prevent blood coagulate in the balloon. However, the backflow of blood did not stop, an indication that the catheter balloon was damaged. The catheter was removed, and the ivtm therapy was discontinued. The customer did not report any abnormalities about the pinwheel rotation of the start-up-kit (suk) or any condition that could impact the saline flow through the suk and the catheters. The patient continued to be treated using a blanket. CT imaging was performed on the patient, and it was confirmed that the patient had no visible vascular damage or thrombus. The "air trap" alarm was cleared, no malfunction was reported on the thermogard console, and the console was placed back on the floor for future clinical use. No consequences or impact to the patient.